Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 10; inratio: 4.3; lab: 5.2. Pt not on heparin/lmwh. Not hospitalized. No med change. Not anemic, on chemo or dialysis. Long term stable coumadin pt. Fingerstick blood applied directly to strip. Pt has no bleeding.

Manufacturer narrative:
Investigation pending.